Manufacturer narrative:
Device evaluation: the customer provided a photo which was evaluated and ovd was observed in the cartridge; the plunger rod was advanced, and the pushrod was in the advanced position, which is consistent with a preloaded device that was handled during insertion. Based on the photo provided, no manufacturing issues were identified and no further evaluation could be performed. The customer also provided a movie which was evaluated and it was observed that the device was disassembled and then attempted to be reassembled by the customer (against the directions of the dfu). The plunger rod was also observed in the advanced position. Based on the movie provided, no manufacturing issues were identified and no further evaluation could be performed manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed several complaints were received from this production order. These complaint issues reported could possibly be related to device advancement issues; therefore, escalation to further evaluate this complaint issue will be conducted. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted; therefore, not explanted. (B)(6). The intraocular lens (iol) was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their system of injection of the intraocular lens (iol) pcb00 was broken. That they could not go forward with the iol by pushing the piston and indicated the tip of the cartridge is defective. Customer detected the issue when the physician had already started the implant of the iol in the patient, the cartridge was introduced in the eye of the patient. The customer had to discard the iol, occurring a delay of 30 minutes in the surgery, and with the cataract removed. There was no surgical interventions reported. It was indicated that another lens was used. No patient injury reported. No further information was provided.